Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital post-cardiac arrest for an implant procedure. After the procedure, the patient developed septicemia with staphylococcus aureus growing in the lungs, urine, blood, and at the device incision site. The patient passed away due to septic shock.